Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the infusion set by him for the first time, and he forgot to rewind the insulin pump while being connected. When the customer put the reservoir in, the device inadvertently injected more than a day worth of insulin into him. The customer checked his glucose level of 139mg/dl. Advised that the customer should go to the emergency room emergency room. The caller called back and stated that the customer is in the hospital due to low blood glucose of 70mg/dl, and later dropped to 57mg/dl. No further information was provided.